Event description:
It was reported that the customer experienced a malfunction alarm on their pump during an attempted software update. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump could not be reset despite troubleshooting steps, so customer technical support arranged for a replacement pump and advised the customer on returning the faulty device and using a backup pump or mdi to maintain insulin delivery until the replacement arrived.